Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a report on 11-sep-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified colony forming units(cfu) designated as "tntc" (too numerous to count) comprising the following 3 isolates: 1 - positive cocci - staphylococcus haemolyticus, 2 - positive cocci - unidentified, 3 - positive cocci - kytococcus schroeteri. Study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 11-sep-2019. The duodenoscope was inspected by pentax medical service on 23-sep-2019 and the following inspection findings were documented: operation channel- primary mild scratch inside, distal cap - fixed type passed epoxy seal integrity inspection, distal cap/ case cracked, passed wet leak test, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body. Repairs were performed on the duodenoscope which included replacement of the following components: distal case/cap, air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, o-rings and seals, operation channel. Pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), has been routinely serviced at pentax facility since the device was put into service on 01-aug-2018. On 31-jul-2019, a device history record(DHR) was previously performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 02-oct-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 02-oct-2015. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 10-oct-2019.